Event description:
It was reported that during a thoracic surgery, the ec45 device was applied and the tissue was approximated. However, the device could not be opened. They were able to wiggle the device off the tissue. Once off, there was no tissue damage. The ec60a did not work. On the fourth firing of the atw35, here was leakage on the pulmonary artery. No other information available at this time. The sales rep will call back with additional information.additional information from the sales rep: the ec45 device was fired across the main stem bronchus. After firing it would not open. They pulled the release lever but it still would not open. They were able to wiggle the device off the tissue. Once off, there was no tissue damage. The ec60a device was approximated on lung tissue; the surgeon attempted to reposition it and it would not de-approximate to move it to a different position. This device was removed and was never fired. Instead, a sc60a was pulled and it fired successfully on the lung tissue. The atw35 device was placed on the pulmonary artery and fired. When it was released the vessel started pumping, it started bleeding. Per the nurse, they were not sure if it had fired staples or not. This was the 4th firing of this device. Clamp, cut and tie was used to control bleeding. No blood product was required. In addition, two to three reloads of competitive product was used to go across the lung tissue. The thumb button on one of the staplers is out. On the ec60a, the turn wheel where the approximation and firing lever are located is broken. The patient is currently stable.

Manufacturer narrative:
(B)(4).on what tissue type was the device used? At what location on the tissue? Pulmonary arteryon which firing(s) did this event occur (1st, 2nd, 8th, etc.) 4thwhat color cartridge was being used? Whitewhat other color cartridges were used before and after this event? Whitewas buttressing material utilized? If so, which product? Nowas the instrument fired across or near an existing staple line or clip? Askuwere any unexpected noises heard? If so, when? Askuwere any of the forces higher or lower than expected (closing, firing, or opening)? Noafter use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yeswas there any difficulty removing the device from the tissue? Nois there any other additional information you would like to share about this device or procedure? No